Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure at the time of implantation the lens is amputated, the lens was removed during the initial procedure and a new one of the same diopter is requested. Again the lens is mounted, using the same cartridge and it is decided to change the injector to company, the lens is given to the surgeon and at the time of implantation it is marked in the central area of the optic, the lens was removed in initial procedure again and a request for another lens, and for the third time the lens is mounted in the company of the advisor of the commercial house, it is delivered to the doctor and the surgical procedure is completed with the new lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case with one haptic over the iol optic edge. Solution is dried on the iol. One haptic is broken or torn and not returned, the other haptic is deformed. There is a big crack across the lens optic. The optic surface is scratched or marked rejectable. The complainant indicates the use of non-company ophthalmic viscosurgical device as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.